Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/6/2016 the device was returned to animas and evaluated by product analysis on 08/08/2016 with the following results. Testing was unable to duplicate the complaint. No delivery interruptions or alarms occurred during testing. The black box shows a replace cartridge alarm on (B)(6) 2016 at 05:07; deliveries resumed at 05:25. On (B)(6) 2016 at 12:25 an unexplained loss of prime occurred; deliveries resumed at 12:52. On (B)(6) 2016 at 18:39 the basal index was manually switched to blank basal index 2. Pump ran on blank basal program until (B)(6) 2016 at 07:22 when basal index 1 was manually activated. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Unrelated to the complaint, the display screen has a pinkish contrast. Battery compartment is cracked on the side from threads to cover. Cover crack between corner of lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 580 mg/dl with associated symptoms of blurred vision, nausea and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting with animas customer support determined that the basal history did not match the active basal program. No other contributing factors were identified during troubleshooting. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy alleged to be due to a history/settings issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Update made to reported outcome of event section.